Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and reprogrammed the device to resolve the event. The patient was in stable condition.